Event description:
Customer reported he was hospitalized in about a year ago but did not recall the date. Customer's blood glucose was over 600 mg/dl. Troubleshooting for event was not possible as customer did not recall the date and forgot she mentioned it. Customer declined troubleshooting as she didn't think it was needed for the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.